Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6). Product type recharger product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 97745 lot# serial# (B)(6). Product type programmer, patient product ID 97745 lot# serial# (B)(6) product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: ; product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) ; product ID: 97745, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). H3. Analysis was performed on [product ID: 97755, serial/lot #: (B)(6)] analysis found that the complaint was unverified. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device.  The reason for call was caller reported that they were trying to charge the implant but the screen went blank and would not power back on. The circumstances that led to the reported issue were asked but unknown. Patient services (ps) walked caller through removing the battery pack and plugging controller into the ac power cord; caller confirmed controller powers on. Caller inserted the battery pack and confirmed controller is 100 percent and implant is 60 percent. Caller confirmed no physical damage on controller connector port pins nor battery compartment pins. Caller then connected recharger and confirmed charging excellent. Pt called back to report the same issue previously reported in this case was happening again. On the call, pt plugged controller into the ac power supply at the wall and reported controller powered on, but when controller was plugged into recharger (rtm), controller went blank. Pt reported battery levels as controller 100 and implant in the red zone. Pt noted that the paddle part of the recharger does get warm, but not hot. Pt also shared that there is a little rattle sound inside the controller. Additional information was received. It was reported patient (pt) called from phone 2 and confirmed receiving their replacement controller and recharger antenna today. The pt had their replacement controller(serial number in secure note) plugged into the ac power supply, but the controller screen was not illuminating. During the call, the pt confirmed the green light was illuminated on the ac power supply. The pt performed a hard reset of their controller by taking the li battery out of their controller. Pt then unplugged the ac power supply and plugged the ac power supply back into the controller. The controller screen illuminated and displayed the pairing screens. The pt successfully paired their ins to their controller and was recharging "excellent" by the end of the call. The troubleshooting steps taken on the call resolved the issue. Pt called back, and says when charging it stays on checking the recharger. I had them reset controller and unplug and plug rtm back in but the issue is persisting. Since we have replaced both controller and rtm, the patient was redirected to hcp for further investigation. Pt called back and says the issue is still happening. They said their controller screen will either turn off or freeze when charging ins, and they said the rtm is heating up. A new recharger was requested. No symptoms were reported. Additional information was received. It was reported that they received their rtm replacement. Pt said that their controller screen is still freezing while charging their implant and has since they got the controller replacement. Pt said the rtm replacement they just received has not resolved the issue. Pt said that they are able to charge their implant every once in a while. Pt said when the controller freezes up, they reset the controller. An email was sent to repair to replace the controller.